Event description:
A us distributor contacted zoll to report that charger/modem sn (B)(4) was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) was confirmed. As received, the charger would not recognize or charge a battery pack. Upon investigation, the battery board was shorted and the q1 transistor on the bedside board was thermally damaged. The cause of the inability to recognize or charger a battery is the shorted board and thermally damaged transistor. The root cause of the shorted board and thermally damaged component could not be positively identified. No adverse event resulted from the defective charger/modem.